Event description:
The inserting clinician was using our .032 spring wire guide with the 18ga introducer needle inside our arrow ask-42703-psch custom kit. They were using these components to insert a mahurkar 12fr dialysis catheter. The clinician used the dilator in our kit, along with the larger 10fr dilator in their mahurker set to expand the tissue. The introducer needle was removed without issue and the mahurker catheter was successfully advanced over the swg. Upon attempting to remove the swg from the catheter, our swg became noticeably uncoiled. Another clinician was called into the room. The inserting clinician held the catheter tightly in place while the corresponding clinician very slowly was able to remove the swg (spring wire guide).

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) and a lidstock for evaluation. Visual examination revealed that the guide wire was unraveled from the distal weld and has one significant kink. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld; however, the weld was present at the end of the coil wire. Biological material was also observed on the guide wire body. The guide wire from the proximal weld to the distal end of the core wire measured 600mm, which is within the specification limits of 596mm-604mm per the marked guide wire product drawing. The guide wire diameter measured .792mm, which is within the specification limits of .788mm-.826mm per the marked guide wire product drawing. The kink in the guide wire was located 168mm from the distal end of the core wire. The undamaged proximal end of the guide wire was able to advance through a lab inventory introducer needle and arrow raulerson syringe with minimal resistance until it reached a kink. The distal end could not be tested due to the damage. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to minimize the risk of possible severing or damaging of guidewire". Additionally, the IFU cautions, "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained, and further consultation requested". The report that the guide wire was damaged was confirmed through examination of the returned sample. The guide wire was unraveled, and the core wire was broken adjacent to the distal weld. Dimensional inspection did not reveal any evidence of a manufacturing related issue, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The inserting clinician was using our .032 spring wire guide with the 18ga introducer needle inside our arrow ask-42703-psch custom kit. They were using these components to insert a mahurkar 12fr dialysis catheter. The clinician used the dilator in our kit, along with the larger 10fr dilator in their mahurker set to expand the tissue. The introducer needle was removed without issue and the mahurker catheter was successfully advanced over the swg. Upon attempting to remove the swg from the catheter, our swg became noticeably uncoiled. Another clinician was called into the room. The inserting clinician held the catheter tightly in place while the corresponding clinician very slowly was able to remove the swg (spring wire guide).